Manufacturer narrative:
Additional information can be found in the following field(s): g4, g7, h2, h6, and h10. Corrected information can be found in field b3. 61 - intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no damage observed on the maryland bipolar forceps instrument prior to use. The surgical staff saw no evidence of arcing of electrical energy during the surgical procedure. The monopolar cord was connected to the bipolar instrument. The customer was using the erbe generator with the esu settings cut 4 and coag 4. The instrument was used four times prior to identifying the alleged issue. The monopolar curved scissors and prograsp forceps was installed at the time the event occurred. It is unknown if the maryland bipolar forceps had collided with another instrument or tool during the procedure. It is unknown if the instrument tips were in contact with the tissue when the event occurred. The surgeon is unsure what caused the alleged event. The customer had removed the maryland bipolar forceps instrument during the case. The patient has not returned to the hospital due to post-operative complications. No information was available pertaining to patient demographics, relevant tests, or laboratory data that were performed specific to the incident. No images of the instrument or video recordings of the procedure related to the reported event were available. As part of the follow-up information obtained, the customer noted that the bipolar instrument was connected to a monopolar cable. The instrument & accessory user manual states: "do not use bipolar instruments with a monopolar source output as this may cause damage to the instrument and harm to the patient or medical personnel.".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have thermal damage at the yaw pulley. The instrument passed the electrical continuity and energy delivery tests. A review of the instrument log for the maryland bipolar forceps (470172-16/n10190917 0173) was performed. The instrument was last used on (B)(6) -2020 on system (B)(4). The instrument was not confirmed to be used on the provided event date of (B)(6) 2020. The instrument has 3 uses remaining. No image or video clip for the reported event was submitted for review. Further technical review is not required as there was no error related to the issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. Although there was no patient harm, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that after completion of a da vinci-assisted surgical procedure, the plastic around the wrist of the maryland bipolar forceps instrument was melted. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.